Event description:
It was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet. There was no reported adverse effect to the customer's blood glucose level. Reportedly at times the issue was resolved with original tandem charging supplies and other times the issue was resolved with a 3rd party cable and wall adapter.